Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 580mg/dl. Customer current blood glucose was 224mg/dl. The customer experienced symptoms like thirsty. Customer was treated with shots. Troubleshooting was performed for under delivering. Based on customer report customer did not allege pump was under delivering. The product will not be returned for analysis.